Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. (B)(4).

Event description:
It was reported the physician performed a sertera needle breast biopsy on (B)(6) 2017 and "when firing the needle, the whole needle became detached from the hand piece in the patient's breast". There was no patient injury.